Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient fell asleep while the lvad was connected to batteries and the pump stopped after the batteries and the system controller backup battery depleted. The patient woke-up and changed the batteries and the pump restarted. The patient then went to the clinic and the system controller backup battery was exchanged. The patient was asymptomatic during the event. The submitted log file was reviewed by technical services representative and it confirmed pump stoppage due to power source depletion.